Event description:
During use of the device for an endoscopic vein harvesting procedure, the user reported the bipolar cord would not cut the branch. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.